Manufacturer narrative:
The company received the explanted magnet on (B)(4) 2017.

Event description:
The recipient reportedly experienced retention issues and intermittent lock. The recipient utilized a headband to maintain position and lock of the external headpiece. On (B)(6) 2017, the recipient's internal magnet was replaced. The recipient's issues are resolved.

Manufacturer narrative:
(B)(4). The explanted magnet passed the visual examination. The device passed the gauss measurement. The magnet passed the tests performed. This is the final report.